Event description:
The concentric retriever tip detached after physician over-torqued (turned) and pulled on the device. The fractured tip was unable to be retrieved. The pt did not experience clinical complications related to the tip fracture.